Event description:
It was subsequently noted that the lead fracture was confirmed and the impedance and threshold trends remained high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold in a bipolar configuration. High impedance and a possible fracture were also noted. The rv lead was reprogrammed to a unipolar configuration and remains in use. No patient complications have been reported as a result of this event.